Event description:
The customer contacted physio-control to report that one of the paddle plates from the adult hard paddles attachment was very loose and the attachment was missing the three stainless steel contacts. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s hard paddles assembly and verified the reported issue with the paddle plate being loose. It was observed that the paddle plate was missing the three stainless steel springs inside which would not allow for appropriate contact between the paddle plate and the paddle itself. It was also observed that the external metal plate is falling off of the paddle assembly. Additionally during the evaluation of the hard paddles assembly, a bent pin was found within the connector portion of the cable. This bent pin only affected the charge button on the paddles; however the device would still have defibrillation charging capability from the device itself. The customer received a replacement hard paddles assembly for use.